Event description:
The physician did not perform helix advance operation at all, but the helix spontaneously extends, for it, the lead was trapped inside of the body. The physician decided not to do an implant of this lead from judgment that it was dangerous lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the lead was stretched, so the inner tubing buckled and prevented the helix from functioning properly; blood was observed in/on the helix mechanism; full lead analyzed.